Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis did not cross over and involved multiple medications and a patient. A technical support specialist (tss) confirmed that the es server and med stations were communicating properly but noticed the cce interface heartbeat was delayed by about two hours. Connection attempts to the production server (vbdpesifapp1000) showed a ¿waiting for agent¿ message and rss timeout. The test server (vbdpesiappt1000) responded to ping, but rdp initially showed a black screen. After notifying user experienced the same issue, though the login screen eventually appeared. Upon logging in, tss observed that central processing unit (cpu) usage had reached 100%, with the cortex xdr service utilizing most of the cpu resources. The cpu usage normalized after waiting a few minutes issue resolved on their own. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server epic orders and patient information were not crossing over to pyxis machines. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.